Manufacturer narrative:
UDI:(B)(4). The device was not returned for evaluation. Imagery was provided by the site and the distal delivery system was observed stuck in the iliacs. The esheath position was noted to not be past the bifurcation in the access vessel. The nose tip was noted to be snared through the sheath on the left access vessel. The balloon burst was observed near full inflation from the video provided. Stj and annular calcification could be seen. Tortuosity and calcification were present on the access vessels. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The burst balloon and withdrawal difficulty were confirmed per the imagery provided. The separation of the distal tip/nose tip was unable to be confirmed. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. Review of DHR revealed no indication that a manufacturing non-conformance contributed to the event. A detailed root cause analysis for similar returned complaints has been summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As mentioned in the complaint description, ¿at the end of valve deployment the balloon burst, it became stuck at the right common / external iliac due to the larger profile of the ruptured balloon¿. It is possible that balloon burst due to the calcification present in the stj. Once ruptured, the balloon would likely have an altered/increased profile which likely encountered resistance while withdrawing into the sheath. It is possible that the sheath was pulled back into the iliac during withdrawal maneuvers allowing the delivery system to interact with the native vasculature. It is then that the delivery system likely got stuck in the iliac as detailed in the complaint description. To counter the resistance, additional force would likely be applied, which can cause the balloon/nose tip to separate. Moreover, tortuosity/calcification (figure 6) can create a challenging pathway for delivery system while withdrawal. Available information suggests patient factors (calcification) could have contributed the balloon burst event. As a result, patient factors (tortuosity/calcification) and procedural factors (excessive manipulation) likely contributed to the reported withdrawal difficulties and balloon and nose tip separation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus and associated effects. As such, an engineering evaluation is not required. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required. In this case, the reported iliac artery rupture was likely caused by device manipulation during withdrawal of the devices and/or patient factors tortuosity and calcification of the access vessel that may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, during the tf tavr case the valve was deployed normally. At the end of valve deployment, the balloon burst. The valve was well seated but during withdrawal of the delivery system it became stuck at the right common/external iliac due to the larger profile of the ruptured balloon. During attempts to withdraw the device, a rupture at the right common/external iliac occurred. The distal tip, nose tip of the delivery system separated from the device. The patient expired as a result of the injury. The stj was calcified. The device was not retained for evaluation.